Event description:
Customer reportedly received results of 21 mg/dl on the aviva system and 141 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips have been discarded; replacement was sent.